Manufacturer narrative:
Exact date unknown, event occurred about two weeks ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort. The patient underwent a revision procedure wherein the ipg was relocated from right to left side. The patient was doing well post-operatively. The ipg remains implanted.